Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was returned from maintenance on 1/05/2026. The device was sampled twice: 20 colony forming units (cfu) of serratia marcescens and pseudomonas aeruginosa sampled on (B)(6) 2026; >200 cfu of pseudomonas aeruginosa and serratia marcescens sampled on (B)(6) 2026, despite enhanced reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.